Event description:
Patient reported "discomfort in the armpits" and "rupture". Later patient reported "signs of intracapsular rupture". This record is for the right side. Device remains implanted. It's unknown if the device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported "discomfort in the armpits" and "rupture". Later patient reported "signs of intracapsular rupture". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events problem rupture was received on march 09, 2026, with lot number 2796390. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed an opining through microscopic inspection assessed as fold flaw opening no further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d9, h2, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.